Event description:
Following a stereo biopsy and use and removal of a gel mark ultra, the md. Noticed that the tip of the gel mark ultra had sheared off, and possibly remains in pt.'s breast. The radiologist experienced some resistance on deployment. The reporter, a colleague of the md. Doing the biopsy, did not know if the gel mark ultra was properly aligned within the mammotome probe. There was no patient adverse effect.